Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using a titanium low-profile port. During the procedure, the catheter was placed; however, at the time of suturing, it was noted that the catheter was broken. The catheter was subsequently removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.